Event description:
Report received of unspecified alarms occurring. The reported incident occurred in the emergency room. A pt was experiencing low blood pressure and required a dopamine infusion. The staff was unable to infuse the dopamine via IV pump due to either door/cassette or air-in-line alarms. The clinicians infused the dopamine via gravity drip until they were able to get the pump working. No report of adverse pt effects. Additional info was requested, but no further info was available.